Manufacturer narrative:
D10. Concomitant products: sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot n3m1657y); egiaushort, egiaushort endogia ultra univ sht stap (lot unknown); egiaushort, egiaushort endogia ultra univ sht stap (lot unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lobectomy, the jaws jammed and refused to cut the lobe to which it was attached. The staples were still attached to the jaws and did not close. This issue occurred on two devices of the same type. It was noted that the operation was extended for an unspecified time. To resolve the issue, a new handle of the same type was used with a purple reload. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: e1 (first and last name, phone number), e4 (email). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. During functional testing, all remaining staples were placed and test media was cleanly transected. The interlock was tested and found to function properly. It was reported that the jaws jammed and refused to cut the lobe. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the user presses the open key prior to the I-beam reaching the end of the reload. Following retraction, the safety interlock feature will engage and prevent the reload from firing a second time. It was also reported that the staples were still attached to the jaws and did not close. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.